Manufacturer narrative:
Unique identifier (UDI) #: na. Medwatch sent to FDA on 08/12/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bumps, hives, inflammation, "big white patches," scarring and allergic reaction are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported that 5 days after injection with 2 syringes of juvederm voluma xc in the cheeks they developed small bumps on the cheek area. 3 days later, the patient developed more than 100 hives at the cheek area and the area was inflamed. Patient was prescribed prednisone and allegra. Patient stopped taking the allegra approximately two months later, at which point the hives returned, and the patient began taking the allegra again. Patient also reported developing "big white patches" and scarring as a result of the reaction. Patient tested positive for allergies to juvederm voluma xc . Patient indicated they have received chemical peels to correct the skin discoloration, are going to get laser treatment to correct the scarring and are considering tattoo treatments for the white patches. Symptoms are ongoing.

Manufacturer narrative:
The event of acne is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Further follow-up with the healthcare professional revealed that the patient was injected in the malar area bilaterally and experienced symptoms in the "full face." Healthcare professional also noted acne in reference to the patient's report of scarring. Patient is still being treated for the allergic reaction.